Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: mobile fibrinous materal adherent to the main pumping chamber; mobile fibrinous materal adherent to the main pumping chamber.specific component(s) involved: other component malfunction.other component: main pumping chamber.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.specific component(s) involved: other component malfunction.